Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of an extravascular (ev) lead, the physician experienced placement difficulty due to the patient¿s anatomy and shape of the sternum. A vertical incision was used to allow for a shallower incision angle. Some resistance during tunnelling with a jump was noted. During the second tunnelling, again some resistance was noted followed by a jump. On inspection, the ev lead appeared to be in the pleural/pericardial space. The ev lead implant was aborted and a subcutaneous device system was implanted. No further patient complications have been reported as a result of this event.